Event description:
It was reported that the insulin gauge was inaccurate and static. The impact on the customer's blood glucose level was not reported. Technical support educated the caller about potential variations in pressure measurements that could cause the static display; they assured the caller that once the insulin level matched the static number, the fill estimate would adjust and display correctly. The caller understood and acknowledged the explanation.